Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve ii clinical study. It was reported that a side branch event occurred. In (B)(6) 2013, patient presented with silent mycardial infarction (mi) and unstable angina and had elevated biomarkers indicating ischemia prior to procedure then was referred for cardiac catheterization. Target lesion # 1 was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.50 x 12 mm study stent with 0% residual stenosis. Baseline core lab angiography result taken on the same day of the procedure revealed 0% side branch stenosis at first septal and 80% stenosis post procedure. The patient was discharged 1 day post- procedure on dual antiplatelet therapy.